Manufacturer narrative:
The device has been returned. When the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the clear ortho retainer that was issued. The patient had red patches on her neck and outside of mouth. The allergic reaction started about 2 weeks to a month after first wearing the device. The reaction went away when the patient stopped wearing the retainer.